Event description:
It was reported that in situ testing showed fluctuating results and 6 electrode channels with status hi. An accident or trauma is not known re-implantation is being considered.

Manufacturer narrative:
Based on the received info and test data, damage to the active electrode is suspected i.e. Fatigue wire breakages due to device minute mobility. The root cause, however, can only be confirmed after device investigation. The complaint will be reopened as and when the pt undergoes surgery and the device is received for investigation, or if further relevant info is received.

Event description:
It was reported that in-situ testing showed fluctuating results and 6 electrode channels with status high. An accident or trauma is not known.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the pt report. This is a final report.

Event description:
It was reported that in-situ testing showed fluctuating results and 6 electrode channels with status high. An accident or trauma is not known. The pt has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.